Event description:
It was reported the device was used during laparoscopic cholecystectomy. It was reported that the stapler jammed and no staples came out of the device when the dr tried to close a hole in the gallbladder. This dr does not routinely use this device and has not been inserviced recently. Rep does not know if another device was used to accomplish closing the gallbladder. Pt was eventually opened. Md was attempting to repair gallbladder prior to removal to prevent leakage. Repair failed. Procedure was converted to open.